Event description:
The patient was undergoing revascularization of the right lower extremity. During the initial percutaneous portion of the procedure a 5f introducer fractured as it was being pulled back over wire, leaving a portion of the introducer in the right external iliac artery. This was retrieved using endovascular techniques; it was pulled back into a 9f introducer after being "threaded" with a 0.014 wire and a 3 mm by 2 cm balloon. The operation was then completed by way of a common femoral endarterectomy and patch graft angioplasty. The patient has done well.